Manufacturer narrative:
Follow-up #2 the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ping meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged obtaining an inaccurate high results of 170mg/dl with the subject meter and 232 mmol/l with another device (accucheck hospital meter), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision/accuracy. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of cold and shaky 2 hours before the product issue. The patient alleged being hospitalised and treated with dexicon (25 mgs) and novalog (41-50 units per day) on (B)(6) at 1pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).